Manufacturer narrative:
Corrections: brand name: removed triage tox drug panel (25t), as complaint device and added the triage meterpro domestic kit (meter). Model #: removed tox penal number (94400eu) and included the meter serial # ((B)(4)). Concomitant medical products: removed the meter as the concomitant medical product and included the triage tox drug screen panel. The 510(k)#: removed the 510(k) # for the tox drug screen panel and included the one for the meterpro kit ((B)(4)). Labeled for single use: changed from 'yes' to 'no' since the meter is not a single use device. Usage of device: changed from 'unknown' to 'reuse' since the meter is not a single use device. Manufacturer narrative: customer's complaint of false positive results for all analytes was replicated with the returned meter only. In-house meters did not produce erroneous results with the same devices/panels tested on the returned meter. Issue appears to be related to the returned meter. Reviewed the batch record for tox lot w60458rb; the lot passed ous release specifications. During the investigation, it was found the returned meter had incorrectly set analyte threshold ranges by the customer's data management software. No other complaints have been reported for this issue. No further investigation will be pursued. No product deficiency was established with tox lot w60458; no corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A customer in (B)(6) reported potential false positive results on all analytes when testing the triage tox drug screen panel (25t). Customer reported that they were setting up a new triage meter and ran a known negative sample (water) that gave positive results for all analytes. While testing the meter, the customer suspected that there may be something in the settings causing the problem. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).